Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 4.9mmol/l. Customer removed the sensor and found that only a very short portion of the sensor electrode was visible. Customer was advised that we are sending a replacement.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.